Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing leaked during a flush of peripheral IV (piv) catheter. Piv was removed and the tubing was saved. Although requested, additional information was not provided.